Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-07-18, information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient was having trouble getting consistent coupling when charging. The patient stopped using their implantable neurostimulator (ins) for about 1 month. The ins was interrogated and found to be in over discharge. A trickle charge was performed and the power on reset (por) was cleared. Impedance check for replacement was done. The issue was reported to be resolved. No further complications were reported. On 2019-sep-12, additional information was received from a manufacturer representative (rep) reporting that the patient¿s ins replacement is scheduled for (B)(6) 2019. No further complications were reported/anticipated. On 2019-oct-07, additional information was received from a manufacturer representative (rep) reporting that the explanted ins was still in the possession of the va and would be returned when the va releases the ins. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated. On 2019-oct-08, additional information was received from a manufacturer representative (rep) indicating that the cause of the ins replacement was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.